Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the hospital for shock evaluation. The health care professional (hcp) called technical services (ts) for a consult review of the stored episodes. Upon review, the presenting electrogram (egm) showed the patient was in a ventricular tachycardia (vt) rhythm and the ICD delivered bursts of anti-tachycardia pacing (atp) and shocks appropriately to convert the rhythm. It was noted that the therapy was exhausted but had successfully slowed the vt rhythm. The egm also showed patient had a bigeminy with some retrograde p waves that fall in refractory. At this time, the ICD remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported during an additional visit to the hospital, the patient was evaluated for shocks again. The patient was reported to be in a ventricular tachycardia (vt) episode that lasted about 38 minutes. Upon review of the stored episode, bursts of anti-tachycardia pacing (atp) and shocks were delivered in an attempt to convert the arrhythmia. Therapy was exhausted. The device failed to convert the rhythm. The hcp reported that medication was administered to the patient. Additionally, a replacement procedure was performed, where this ICD was explanted due to physician discretion to upgrade patient therapy. The ICD was replaced with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the hospital for shock evaluation. The health care professional (hcp) called technical services (ts) for a consult review of the stored episodes. Upon review, the presenting electrogram (egm) showed the patient was in a ventricular tachycardia (vt) rhythm and the ICD delivered bursts of anti-tachycardia pacing (atp) and shocks appropriately to convert the rhythm. It was noted that the therapy was exhausted but had successfully slowed the vt rhythm. The egm also showed patient had a bigeminy with some retrograde p waves that fall in refractory. At this time, the ICD remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported during an additional visit to the hospital, the patient was evaluated for shocks again. The patient was reported to be in a ventricular tachycardia (vt) episode that lasted about 38 minutes. Upon review of the stored episode, bursts of anti-tachycardia pacing (atp) and shocks were delivered in an attempt to convert the arrhythmia. Therapy was exhausted. The device failed to convert the rhythm. The hcp reported that medication was administered to the patient. Additionally, a replacement procedure was performed, where this ICD was explanted due to physician discretion to upgrade patient therapy. The ICD was replaced with a new device successfully. No additional adverse patient effects were reported.